Manufacturer narrative:
The smartstitch perfectpasser connector clamp was returned to arthrocare for evaluation. A visual inspection was performed. This unit was built prior to a new design (the s-case) that was implemented on (B) (6) 2007. This change to the distal end of the device incorporates a strap that holds the clamp in place to prevent it from separating from the jaw assembly. Currently, the MFR has not received any complaints for the new design. The lot number of the device was not provided or available. The exact date of implantation was reported as in (B) (6) or (B) (6) 2008. An approximate date of event was provided. (B) (4). (B) (4).

Event description:
On (B) (6) 2008, a clinical incident involving a smartstitch perfectpasser was reported to arthrocare corp. It was reported that a two anchor rotator cuff repair was performed in (B) (6) or (B) (6) of 2008 which concluded without complication. Postoperatively, the surgeon took a routine x-ray of the surgical site and noticed a foreign object remained behind in the pt's shoulder. The surgeon reviewed the x-ray with yannis pappis who was able to confirm it was the s-clamp from the perfectpasser connector used in conjunction with the surgery. At the time of the initial call, arthrocare thought the piece was removed by the surgeon during the same surgery and there was no pt consequence. On (B) (6) 2008, the device was returned to arthrocare and it was disclosed that a second surgery was required to explant the foreign object. The second surgery was performed arthroscopically under general anesthesia. It took approximately 10 minutes to locate and retrieve the s-clamp. The surgery was completed, incision was closed and pt is purportedly recovering well.